Event description:
Patient in for exchange of explants and the right implant was found to be ruptured and sent to pathology. Pathology report: breast, right implant 13.4 x 12.1x 2.5 markedly disrupted extruding tan-yellow gelatinous tenacious material. The implant contains characters: style 115; lot-2205404; allergan and 272cc. Not sure when the implants were placed.